Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade functional mitral regurgitation (mr), severly dilated lv, thickened leaflets, moderate tr, lvef 48%, ischemic - embolic, impaired systolic for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient and placed the clip. While testing the grippers of the clip, the posterior gripper would not descend. Troubleshooting was preformed successfully through inverting the gripper arms and gripper recycling. The mitraclip xtw was then implanted successfully. A second mitraclip was then advanced within the patient, initial grasping attempts lateral to the first clip on the medial side of the anterior-2/posterior-2 (a2/p2) leaflets was unsuccessful. There was significant tension felt in the annulus and after multiple positioning attempts it was decided to remove the clip from the patient. It was identified through the transthoracic echocardiogram (tte) that a tissue injury had occurred. The procedure was discontinued and the final mr was grade 3-4. There were no clinically significant delays reported.